Event description:
During a lead revision procedure, high impedances were observed. The surgeon discovered tissue in the implant header. The decision was made to replace the implant. The pt was implanted with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted leads was completed, and no anomalies were noted.